Event description:
The customer reported that the cytomics fc 500 mpl flow cytometer was not acquiring events and noticed a leak from the probe of the cytometer. The customer stated that approximately 20 to 30 milliliters of sheath fluid leaked from the two tubes which are connected to the probe but was contained within the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noticed that the leak was coming from the top of the lee valve and not from the connecting tubes as stated by the customer. The fse proceeded to replace the lee valve to resolve the issue. (B)(4).